Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an adhesive malfunction event on 22-feb-2026, as the customer stated that infusion set fall off due to poor adhesion. The blood glucose level was 286 mg/dl. No further information is available.